Manufacturer narrative:
The investigation determined that a higher than expected vitros glu quality control result was obtained following a vitros glu calibration event using vitros chemistry products calibrator kit processed on a vitros 350 chemistry system. The most likely cause of the event is user error due to improper calibrator fluid handling. The ocd csc reviewed the proper calibrator fluid handling protocol as per the vitros calibrator fluids instructions for use with the customer. There is no evidence that a reagent and/or instrument related issue contributed to the event.

Event description:
A customer observed a non-reproducible, higher than expected vitros glu quality control result from a single non-vitros biorad quality control fluid (526.2 mg/dl) compared to the expected result (276.3 mg/dl) using a vitros 350 chemistry system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. No patient samples were processed during the time frame of the event. There was no report of patient harm as a result of this event. (B)(4).